Event description:
Patient reported obtaining blood glucose result of "hi" (> 600 mg/dl) on the suspect device. Based on this result, patient reported sought treatment in the emergency room. Patient stated that blood glucose was tested on a hospital device with a result of 250 mg/dl. Patient immediately retested blood glucose, using the suspect device, and obtained a result of "hi." Patient did not indicate if any treatment was received in the emergency room. Quality control testing was not performed on the suspect device. At the time of the report, patient had thrown away the suspect device. No product was returned to the manufacturer for evaluation.